Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 466 mg/dl before bed. The customer treated with 4 units of novalog by syringe. When the customer woke up, her blood glucose was 416 mg/dl. The customer also treated with 4 units of novalog. The customer was assisted with her set change. The customer stated that she missed bolus reminder on her screen and missed boluses after meals. The customer was advised to press the act button before a bolus.